Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (audio bolus button tactile cng/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no visible damage found on the bolus button. The bolus button was found to be responsive to user input. A normal bolus and an audio bolus was performed on the pump with no issues. The bolus button cover was removed and there was no contamination or corrosion found on the bolus button connector pins. The pins were found to be properly aligned with no excessive solder or shorting to case. The reported intermittent issue with the bolus button was not confirmed or duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.